Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The hypotube shaft was completely separated 66.3cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient was stable.